Event description:
During an eval, a philips tech reported that the wrong energy was being delivered, the energy was outside spec. No pt involvement was reported.

Manufacturer narrative:
(B)(4): during an eval, a philips tech reported that the wrong energy was being delivered, the energy was outside spec. No pt involvement was reported. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.